Event description:
The table began rocking in and out of the gantry when the pt was placed on the table for a chest exam. No injury was reported. This is a potential concern for pt falling from the table during a CT exam.